Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that a home monitor serial number (B)(4) has been replaced because of a suspected defect. The unit did not boot and was stuck on usual ¿boot-in-progress state¿, an orange status light remained on instead of turning to green. An investigation is required.

Event description:
It was reported that a home monitor serial number (B)(4) has been replaced because of a suspected defect. The unit did not boot and was stuck on usual "boot-in-progress state", an orange status light remained on instead of turning to green. An investigation is required.